Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. It was reported that an ambulance was called as the patient had a loss consciousness due to a low blood glucose level of 35mg/dl on her finger stick readings. Emergency medical technicians arrived but did not administer medical treatment as patient became conscious after being fed, chocolate milk, orange juice, honey, and ice cream. After eating the patient's finger stick read 140 mg/dl and the patient was fully conscious and in stable condition. The patient did not go to the hospital. No additional event or patient information is available. Data download log was provided by the patient's mother and reviewed for evaluation on (B)(6) 2016. Complaint for no audio output could not be confirmed. The root cause could not be determined post investigation.